Event description:
The customer reported non-reproducible troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. An initial result of 74.50 ng/ml was obtained and released out of the laboratory. The sample was reanalyzed and generated a result of 1.82 ng/ml. Three subsequent analyses of the same sample, generated three results of 0.01 ng/ml. The customer indicated the initial result was released without reanalysis due to the laboratory¿s 60-minutes turn-around-time protocol. As a result, the patient was transferred to a larger hospital for further monitoring. It is unknown if any additional treatment was given to the patient. There has been no report of further medical intervention or current patient outcome. An amended report was issued to the hospital. The patient¿s sample was collected in a sodium heparin tube without gel and centrifuged at 5,142 rpm (rotations per minute) for three minutes in a stat-spin centrifuge, at room temperature. The sample was analyzed within one hour of collection. The customer noted the patient¿s sample was lipemic. The customer indicated no instrument issues were noted. Quality control (qc) was within specifications prior to and after the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) performed instrument verification and no system issues were noted. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. A definitive cause of the event could not be determined with the available information.